Event description:
It was reported that the table locks were not actuating, causing the tabletop to unexpectedly move in both longitudinal and lateral directions without resistance (free float). There was no injury reported. This situation could contribute to an injury, if a pt or operator were unaware of this condition while loading or unloading a pt. The ensuing instability could lead to a fall.

Manufacturer narrative:
The ge field engineer (fe) found metal extension located in the front foot pedal assembly was not blocking the photo sensors properly due to misalignment. As a result, a float command is simulated. The fe adjusted the metal extension and raised the pedal assembly with adjustment screw. The fe then verified that the table was performing according to specifications.